Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that during the load process the customer dropped the pump. Subsequently, although the pump was able to beep and vibrate it was noted to otherwise be unresponsive. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.